Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for evaluation and additional findings were as follows: ccd (charged coupled device) damaged resulting in breakage of the image sensor. A-rubber (bending section cover) was scratched, and the adhesive was chipped. The control unit was scratched. The grip was scratched. The u/d (up, down) angulation lever plate was scratched. The r/l (right, left) plate and lever were scratched. The lg (light guide) connector and cover glass was scratched. The sw1 (switch) was discolored and scratched. The video connector case was scratched, the video connector was scratched, and the label was peeled. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex deflectable videoscope had a communication error. The issue occurred during preparation for use for a therapeutic procedure. The appendectomy procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle and light guide lens due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.